Manufacturer narrative:
Revision occurred after 6 months due to infection at implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 6 months after the primary surgery, which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to infection at implant site. A 36 mm centered glenosphere and 36 mm + 3 humeral standard cup were explanted. These items were replaced with a 40 mm centered glenosphere and a 40 mm + 9 standard humeral cup.